Manufacturer narrative:
Follow-up #1: date of submission 13-feb-2018 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 16-jan-2018 with the following findings: a review of the black box showed a power on reset event after consecutive call service 054/052/012 alarms. The battery compartment was cracked at the threads on the side. The battery cap was not returned and a test cap was successfully used for all testing. The rewind, load, and prime steps were performed successfully. No power interruptions occurred during the investigation. The power complaint was unable to be duplicated during the investigation. The pump cover was removed to find no intermittent conditions to the power circuit.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 16-jan-2018 with the following findings: a review of the black box showed a power on reset post consecutive call service 054, 052, 012 alarms. The battery compartment was cracked at the threads on the side. The battery cap was not returned and a test battery cap was successfully used to complete the rewind, load, and prime steps. No power interruptions occurred during investigation. The pump was opened to find no intermittent conditions to the power circuit. The power complaint was unable to be duplicated during investigation.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.